Event description:
It was reported that during a labral repair procedure using a speedlock implant with inserter handle, the implant broke off the inserter handle. A back up implant was opened, but this broke off of the inserter handle as well. The procedure was ultimately completed using a different arthrocare implant; however, it was necessary to drill a new bone hole. Due to this event, there was a surgical delay of 30 minutes, but no patient complications have been reported.